Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 error message with the z6ms. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_31 error and stopped working when it was connected to the ultrasound system. Since the user facility only owns one transducer, the tee could not be completed. The physician aborted the procedure and rescheduled the patient until a new transducer is obtained. Per the follow-up report, it could take almost a month or more to receive. Once the transducer is received, the planned tee will be repeated. There was no loss of data and there was no patient adverse event reported. No additional information was provided.